Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody. The fmea, the hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/misshapen), and numerous kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 14-august-2018. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. It was reported that the patient's laa was inappropriate. A watchman access system was used. The procedure was not completed because of the patient's anatomy. There were no patient complications and the patient was stable. However, the device analysis revealed inner liner delamination.